Manufacturer narrative:
A field service engineer (fse) confirmed that only samples from this specific patient were impacted; other patient samples ran fine and qc run throughout this incident recovered within specification. The customer informed the fse that one of the erroneous runs on (B)(6) 2016 did not generate any suspect flags to indicate further review. During troubleshooting, the fse found an air leak at the normally closed (nc) side of pinch valve pv12 and pv30, and tubing at both pinch valves was replaced. The instrument was verified and validated. Following instrument service, another sample from the specific patient was run where the lh500 gave verify diff suspect message and produced no diff results (non-numeric). Per fse, this was discussed with the customer who observed noticeable debris in this sample and considered this to be a contributing factor to this event. Patient weight was not provided by the customer.

Event description:
The customer reported one specific patient sample drawn outside the lab in a pediatrician's office was run on a coulter lh 500 hematology analyzer, which gave an erroneous, elevated neutrophil (ne) result. The doctor questioned these results based on patient history. The same sample was rerun with similar results. A manual differential (diff) was performed with much lower neutrophil counts, which correlated to results from their act 5diff instrument. The next day a similar issue occurred for this same patient. Controls run before and after the reported event recovered within specification and the instrument is currently performing within quality control (qc) specifications. Erroneous patient results were reported out of the laboratory and questioned by the physician. There was no change or affect to patient treatment in connection to the event. This report refers to the event that occurred on the date of event. Refer to MDR 1061932-2016-00450 for the event that occurred on (B)(6) 2016.